Manufacturer narrative:
The customer¿s report of cracked and leaking from the top of the drip chamber was confirmed to only be a leak as no cracks were observed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the set during initial visual inspection. Functional testing found the set leaked at the engagement between the top of the filtered drip chamber and tubing. Closer inspection under a lab microscope observed insufficient solvent at the engagement between the tubing and the top drip chamber ports. A dimensional analysis was performed on the pvc tubing. The tubing was measured and found to be within specification. The root cause of the leak was insufficient solvent at the engagement between the tubing and the top drip chamber ports during manufacturing of the set.

Event description:
It was reported that the outpatient clinic nurse was disconnecting the blood tubing set after the completion of a blood transfusion when the nurse noticed blood on her glove. Upon assessment the tubing set appeared to be cracked and leaking from the top of the drip chamber. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that the nurse was disconnecting the blood tubing set after the completion of a blood transfusion when the nurse noticed blood on her glove. Upon assessment the tubing set appeared to be cracked and leaking from the top of the drip chamber.